Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal device check, noise was observed on the rv lead. No other electrical anomalies were observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable and will be followed normally.